Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and tip of the device were visually and microscopically inspected. Inspection revealed that the sheath had a kink 34cm and 59cm proximal of the tip. Product analysis confirmed the reported event of sheath kink as the sheath kinked in two locations.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During recapture of the closure device for repositioning the was became kinked. No patient complications were reported.